Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Multiple communication failures occurred during maintenance performed on (B)(6) 2018 by a company field service engineer. The communication failures occurred repeatedly in the rosanna software and in kineverif in maintenance mode. There was no noted precipitating factor.

Manufacturer narrative:
It was reported that multiple communication failures occurred. A full analysis of data log has been performed and indicates that four communication failures occurred due to a power module overcurrent error detected in the controller which led to the robot shutdown. The most probable cause is a connection or a conductance error in the motor cable. Inspection of the cables by a representative of medtech indicates that there is no identifiable damage to the cables, therefore the cause of the connection or conductance error is unknown.